Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420  / catalog #:  1420 / expiration date: 30-jun-2021 / serial or lot#:  (B)(6) UDI #: d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. No, device evaluation anticipated, but not yet begun h4: mfg date: 10-jun-2020. The codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a controller fault alarm due to a depleted internal battery.  The patient was admitted to hospital for the controller exchange and it was reported that they were otherwise not having any symptoms or health concerns.  While there, the pump speed was increased and the watt alarm parameter remained the same resulting in high-watt alarms not related to a pump malfunction. The ventricular assist device (vad) did exhibit multiple low flow alarms which may be related to the increase in speed. The vad remains in use and the controller will be exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump¿s device history record revealed that the associated device met all requirements for release. A review of the controller¿s device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed functional testing. Review of the magnetic scanner system results revealed normal magnetic data. Visual examination revealed slight abrasions on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the axial gap, back preload measurement, spring rate and the rear housing disc curvature were found to be deviating from release specifications. Since the spring rate measurement was deviating from specifications, the toggle free test also failed as a result. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. An internal inspection revealed a crack on standoff post one (1) within the controller housing. The observed contamination and standoff post crack are additional findings, not related to the reported events. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed eighty-one (81) low flow alarms were logged since (B)(6) 2024 and one (1) high watt alarm was logged on (B)(6) 2024. Of note, multiple vad speed changes were logged within the analyzed period. Review of the alarm log file revealed two (2) controller fault alarms were logged on (B)(6) 2024 at 21:45:29 and 14:52:13, as well as multiple event exceptions logged on (B)(6) 2024, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. In addition, log files revealed that the controller had been in use for more than two (2) years. Further review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6)2024 at 10:12:00, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. As a result, the reported low flow, high watt and controller fault alarms were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow and high watt alarms. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation and the available information, multiple factors may have contributed to the high watt alarm including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Additional products: d4: 1420-controller / serial #: (B)(6) d9: yes, return date: 04-sept-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary:(B)(6) and the controller ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the pump¿s device history record revealed that the associated device met all requirements for release. A review of the controller¿s device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Failure analysis of the returned pump revealed that the device passed functional testing. Review of the magnetic scanner system results revealed normal magnetic data. Visual examination revealed slight abrasions on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to abrasion marks observed during visual inspection. Internal pathological report revealed no evidence of thrombus within the device. Dimensional verification revealed that the axial gap, back preload measurement, s pring rate and the rear housing disc curvature were found to be deviating from release specifications. Since the spring rate measurement was deviating from specifications, the toggle free test also failed as a result. CAPA pr00578223 was opened to investigate pos t-explant issues found during failure analysis of returned pumps. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports. An internal inspection revealed a crack on standoff post one (1) within the controller housing. The observed contamination and standoff post crack are additional findings, not related to the reported events. The most likely root cause of the observed contamination within the controller power ports can be attributed to handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed eighty-one (81) low flow alarms were logged since (B)(6) 2024 and one (1) high watt alarm was logged on (B)(6) 2024. Of note, multiple vad speed changes were logged within the analyzed period. Review of the alarm log file revealed two (2) controller fault alarms were logged on (B)(6) 2024 at 21:45:29 and 14:52:13, as well as multiple event exceptions logged on (B)(6) 2024, due to a fault in the internal battery charging circuit. Log file analysis also revealed internal battery voltage values slightly below nominal values. In addition, log files revealed that the controller had been in use for more than two (2) years. Further review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2024 at 10:12:00, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. However, during supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. As a result, the reported low flow, high watt and controller fault alarms were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow and high watt alarms. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on risk documentation and the available information, multiple factors may have contributed to the high watt alarm including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.